Manufacturer narrative:
The device is expected to be returned; however, the deivce has not yet been received. A supplmenetal report will be submitted if the de ice is received.

Event description:
It was reported that the customer's pump would not charge. There was no impact to the customer's blood glucose level.